Manufacturer narrative:
Health effect - impact code updated. H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the raw material found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A visual inspection of the returned device found that it was not returned in its original packaging. The handheld device was not returned, but an anchor was received in the package. The anchor is missing the distal tip, and the threads near the fracture are damaged. There is debris throughout the threads. Based on the condition of the product material found during visual inspection, additional material testing is not required. According to the report, the broken pieces were retrieved from the patient. A backup device was used to complete the procedure. Since, there was no reported harm to the patient, no further clinical/medical assessment is warranted at this time. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, during procedure, the twinfix anchor fractured. No significant delay and a back up was available to complete the procedure. The broken pieces were retrieved with tweezers from the patient. No other complications were reported.